Event description:
A surgeon reports that a patient experienced severe uveitis with fibrinoid reaction covering the entire pupil with stands extending to paracentesis incision following intraocular lens (iol) implant surgery. The patient was treated with antibiotics with good outcome. The surgery indicated the event might be related to the iol delivery system.